Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and found a small leak. The patient circuit was replaced. The ventilator passed all the required test.

Event description:
It was reported that the ventilator gave a circuit disconnect alarm during patient use. The patient was transferred to an alternate ventilator with no harm.